Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with an unknown phone with unknown os. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia and was unable to self-treat, requiring unspecified non-hcp third-party treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The customer reported missing high or low glucose alarms when using the freestyle librelink application. Successfully scanned and received glucose readings and alarm notification using similar device configuration. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with an unknown phone with unknown os. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia and was unable to self-treat, requiring unspecified non-hcp third-party treatment. No further information was provided. There was no report of death or permanent injury associated with this event.